Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at the time complaint was filed: inratio2: 2.6; reference: 2.1; mean: 2.35; confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Test records indicated all strip test results met product performance when compared to the results from in (B)(4) tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio2: 2.6; lab: 2.1. Pt's therapeutic range: 2.5-3.5 inr. Pt started running correlations with the lab on (B)(6) 2011 because she and her doctor noticed the results continued to decrease in (B)(6). Correlations on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 were discrepant with meter results being 0.6-0.7 inr off from the lab results.